Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced pain at the ipg site since implant regardless of stimulation on and off. Reportedly, the ipg is on the beltline and there is bruising. As a result, surgical intervention was undertaken on (B)(6) 2019 wherein the ipg was repositioned in a new location resolving the issue.